Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hypoglycemia and emergency treatment. No qualification records were reviewed because no product lot number was reported. The omnipod user guide warns, "test results below 70mg/dl mean low blood glucose (hypoglycemia). If you get results below 70mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70mg/dl, follow the treatment advice of your healthcare provider," and, "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." It advises, "when you routinely check your blood glucose level, you can identify and treat high or low blood glucose before it becomes a problem. Check your blood glucose (bg) at least 4 to 6 times a day: when you wake up, before every meal, and before going to bed."

Event description:
The pt stated that one night (date not reported) she went to sleep and that her husband was trying to wake her but she would not wake up. Her husband had to call rescue squad and when they checked her blood glucose it measured 20mg/dl. They treated her with an injection, but she did not recall what it was.